Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the pump was explanted on (B)(6) 2011 and the post-operative note reported a non-functioning morphine pump. It was also noted that the pump had been dry since (B)(6) 2011, and the patient had been discharged from their managing hcp. The reporter noted a catheter ligation was documented and that was the reason they were calling. The pump had been used to deliver morphine. It was further reported that the end date of the intrathecal morphine treatment was ¿sometime in the third quarter of 2011¿. The patient had no symptoms, and it was noted that the patient could not afford to have the pain pump filled. No troubleshooting or other actions were performed. It was stated that the patient was doing great, had no problems and no therapy. It was further reported that the patient was discharged from their health care provider (hcp) due to lack of payment.